Event description:
Event description guidant received information that upon interrogation of this pacemaker, a power on reset mode was noted. A copy of the device's memory was obtained, via a hex dump. Eleven resets were noted in the device's memory and guidant technical services recommended explanting the device. This pacemaker is contained within the population of the hermetic sealing component recall.